Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not loading medications under a doctor's profile during a procedure. The customer added that they were able to find another station and login to, so they were able to continue with the procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: d1, h6, h11.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from 04-may-2022 to 03- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the anesthesia devices were not configured to show preadmitted patients or recurring visit status. Documentation for my patient list was provided to customer. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not loading medications under a doctor's profile during a procedure. The customer added that they were able to find another station and login to, so they were able to continue with the procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the issue occurred might be due to the fact that the anesthesia devices are not configured to show preadmitted patients or recurring visit status. Documentation for my patient list was provided to customer. The system functioned as intended.